Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the 67-year-old female patient was on impella 5.5 support and during support, the patient was having runs of ventricular tachycardia (vt). Echo was performed and the pump appeared shallow. The doctor did not want to reposition at that time. The patient bridged to transplant.